Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had graphical user interface (gui) errors on start up. The ventilator was not on a patient at the time of the event. The customer replaced the gui pcb. A service engineer (se) updated the software on the gui pcb and the unit passed all testing and operated within the manufacturing specifications.